Event description:
According to the distributor's report, the device was used to close a surgical incision in the suprapubic area. Once the pt arrived in the pacu, the area was noted to be white and red. The pt was given benadryl, solu-medrol, and zantac. The pt recovered without complications, and the incision healed well.